Event description:
A report received stated: "tracheostomy line disconnected after intubation." It was reported that a non-routine replacement of the tube was required. No other information was provided.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.